Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had biometric identifier failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID was failed. A field service engineer (fse) confirmed that the customer was able to login without any issues and found no failures. Fse verified all the components and the connections in hardware test application. The system functioned as intended after the field service engineer tested the device.